Event description:
Endostitch device failed. While treying to place the stitch, the jaws of the device would not open. Endostitch device was removed from the patient and examined on the back table. Upon examination and trying to get the jaws of the device to open, the needle broke.